Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited unsatisfactory sensing and pacing thresholds. Programming changes were made, but they were not compatible with the implantable cardioverter defibrillator (ICD). The ra lead was eventually explanted and replaced. The patient remained stable.